Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that there was pain at the lead site that required surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.